Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The cartridge reload was received for analysis with no visual non-conformances and partially fired consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ultra-low resection procedure, the reload only discharged half the cartridge. The distal colon was hand sewn from below. Surgery was prolonged sixty minutes. There were no adverse consequences for the patient. Additional followup: the device did cut completely, not sure if the staples were formed properly.